Event description:
A report was received that the patient¿s ipg was causing pain at the site where it is located and that when it was turned on, the ipg heats up and causes more irritation. The physician suspected a potential irritation that may be due to device components especially metal. Lidoderm patches were administered over the pocket site. The patient will have an allergy test done.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s ipg was causing pain at the site where it is located and that when it was turned on, the ipg heats up and causes more irritation. The physician suspected a potential irritation that may be due to device components especially metal. (B)(4) patches were administered over the pocket site. The patient will have an allergy test done.

Manufacturer narrative:
Additional information was received that no further course of action will be taken

Event description:
A report was received that the patient¿s ipg was causing pain at the site where it is located and that when it was turned on, the ipg heats up and causes more irritation. The physician suspected a potential irritation that may be due to device components especially metal. Lidoderm patches were administered over the pocket site. The patient will have an allergy test done.

Event description:
A report was received that the patient¿s ipg was causing pain at the site where it is located and that when it was turned on, the ipg heats up and causes more irritation. The physician suspected a potential irritation that may be due to device components especially metal. Lidoderm patches were administered over the pocket site. The patient will have an allergy test done.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that no further information can be obtained.